Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that x-rays were taken and confirmed that the patient's lead had migrated. As a result, surgical intervention was taken to replace the lead. Issue has been resolved.